Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that a blood leak was noted above the spin collar during an infusion. The clinician reported that 60 ml of blood was discarded as a result. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: non-bd blood bag b rh positive red blood cells culot globulaire, exp 10jul2018; 250ml baxter bag (B)(4), lot number w8e31c1, exp aug 19 and a blood bag. The customer's report of a leak around the distal luer/spin collar area was confirmed. Visual inspection showed no anomalies. Functional testing showed a leak at the engagement at the top of the valve. It was observed under magnification that there was a microchannel/scratch within the interior diameter of the valve. The root cause of the microchannel is an equipment error during the inspection and testing process during final assembly of the maxzero component.

Event description:
The customer reported that a blood leak was noted above the spin collar during a blood transfusion after three fourths of the bag had infused. The clinician reported that 60 ml of blood was discarded as a result. A bag of 250 ml was also attached to the tubing. No patient harm was reported.